Event description:
Original insertion of PICC line during surgery at medical ctr. Pt was sent home and was being cared for through home health agency. During the dressing change to the PICC line, the PICC split and broke. The pt was directed to go to emergency dept but went to a med ctr to have the PICC line repaired or replaced. When the nurse took the dressing off of the arm, she noted that the PICC line was not present. She sent the pt to the emergency dept to be evaluated. The pt had an chest pa/ap to look for the broken segments of the PICC line. Noted that they were coiled near the main pulmonary artery and right pulmonary artery. Pt was transferred to another hosp to the cardiac catheter lab. The pt had a successful removal of the catheter pieces. The individual pieces were not saved by the cardiac catheter lab.